Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving excessive no delivery alarms. Customer reported that alarm normally occurred outside of the house. Customer reported that when no delivery alarm was received, infusion set and battery would be changed. Customer reported that blood glucose would range from 350 mg/dl to 450 mg/dl. Customer was not able to troubleshoot due to no delivery being a past even that was resolved with a complete set change. Customer was advised to call back if alarm persisted.